Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address loosening of the patella at the cement to implant interface. Cement manufacturer is unknown. It was also stated that the patient fell, impacting the patella directly. Surgeon performed a poly swap with replacement of the patella. No other information is available. Doi: unknown. Dor: (B)(6) 2017. Right hip.

Manufacturer narrative:
Product complaint # : (B)(4). No device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.